Event description:
Allegedly, the poly insert was not locked into tibial base.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. The device event code is addressed in the package insert. This report will be amended when the investigation is complete.